Event description:
During the pta/stenting treatment procedure, deflation difficulties were encountered. The distal sfa lesion was crossed and the calcified occlusion recanalized with a coronary (.014) wire and 4mm diameter balloon. A 7mm x 80mm nitinol stent was successfully deployed in the occluded segment. Following post dilatation using the symmetry balloon, deflation was unusually slow and complete deflation could not be attained. The balloon did not refold. Resistance was encountered when removing the balloon from the sheath. Following removal of the balloon, a new symmetry balloon was advanced (same size), however the lesion could not be crossed. The balloon was removed. A new balloon catheter was used to successfully complete the procedure. No pt injuries or complications were reported.